Manufacturer narrative:
The sample was disposed of by the user facility. The force applied to the unit during use cannot be determined at this time and may have contributed to this event. Based on the available information and without the product being returned, we are unable to determine what may have caused the tip to have detached during the case. If additional event and/or evaluation information is obtained, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device discarded by user facility.

Event description:
It was reported that while using the simpulse irrigator femoral tip on the patient, the tip detached from the device. The surgeon retrieved the piece, leading to a slightly prolonged procedure time. No extentions of, or additional incisions were made. After the piece was removed, the surgeon used a different tip to complete the case. There was no patient injury. The sample was discarded after the case.